Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant lipoprotein (a) gen.2 results for one patient, which did not match the patient's clinical picture. In (B)(6) 2025, the patient's result was 55 nmol/l. In (B)(6) 2026, the patient's result was 94 nmol/l. The general practitioner questioned the results as there was a significant increase in lipoprotein (a), but the patient is not and has never been on statins, and there were no signs of liver disease or other illness at either testing time.